Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital's emergency room (ER) with mild green drainage from the left lateral chest incision from a recent implant procedure. The wound culture was positive. The patient was treated with kelfex po. Subsequently, the patient contacted the clinic with reports of new brownish colored drainage. The patient was prescribed clindamycin po. Approximately two weeks later, the chest incision was checked. The chest incision was healing with no further signed of infection or drainage. The outcome of the event was considered resolved and no further intervention was required.